Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the mildly tortuous and moderately calcified vessel below the right knee. A 2.0mm x 220mm x 150cm coyote¿ balloon catheter. Was advanced to the lesion. The balloon was inflated however it ruptured on the third inflation. The device was completely removed from the patient's body and the procedure was completed using a 2.0x150mm coyote¿ balloon catheter. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a coyote balloon catheter with no other devices. There was blood and contrast in the inflation lumen and balloon. The balloon was loosely folded. Functional testing was performed by connecting an inflation device filled with water to the hub. As the device was pressurized, water leaked out of the guide wire exit notch. Microscopic examination presented no irregularities that could have contributed to the damage. There was a tear in the inner and outer shaft material. Inspection of the remainder of the device presented no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the mildly tortuous and moderately calcified vessel below the right knee. A 2.0mm x 220mm x 150cm coyote¿ balloon catheter. Was advanced to the lesion. The balloon was inflated however it ruptured on the third inflation. The device was completely removed from the patient's body and the procedure was completed using a 2.0x150mm coyote¿ balloon catheter. No patient complications were reported and the patient's status was good.